Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. The reporter alleged that the remaining insulin reading on the pump was more than what was actually in the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/07/2015 with the following findings: during testing, the pump powered on to the ¿verify¿ screen with audio tones and vibrations functional. There was no debris observed inside the cartridge compartment. The pump was able to perform the rewind and load cartridge steps successfully. The cartridge was then primed to (B)(4) units. The cartridge was removed and (B)(4) units was confirmed to be inside the cartridge. The cartridge was reinstalled and the rewind and load steps were performed again. The cartridge piston stopped at (B)(4) and the display correctly read (B)(4). The units remaining were calculated correctly. The complaint that the remaining insulin reading on the pump was more than what was actually in the cartridge was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.